Event description:
Approx nine months following the placement of two cypher stents, the pt returned for follow up. Repeat angiography revealed a displacement type fracture of the angulated part of the distal and proximal stents. There was no restenosis and no additional intervention was required. This pt was admitted for further eval of unstable angina. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. Coronary angiography revealed single vessel disease. The target vessel is described as an eccentric, mildly tortuous, de novo segment of the mid left anterior descending artery. This lesion had angulations of <45 degrees, with no calcification or thrombus present. Lesion length was 10-20mm. Timi is 3. It is unknown if the lesion was pre-dilated. A cypher 2.75 x 28mm stent was placed followed by a cypher 3.0 x 28mm stent. Maximum balloon pressure is reported at 14 atms. It is unknown if post-dilatation was performed.